Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and was hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of less than 20 mg/dl at the time of the incident. The customer's blood glucose could not register on a meter. The customer experienced symptoms such as seizures. The caller is unsure if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller did not have the pump with them. The caller stated that their infusion sets were part of the recall. The insulin pump will not be returned for analysis.